Event description:
It was reported that in attempting to reposition the first lead, the helix would not retract. During the repositioning of the second lead, the lead would not extend. Both leads were not used. The physician successfully implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The conductor was distorted, proximal kinked/buckled, distal was pulled/stretched/overstress; conductor was not obstructed, proximal blood; insulation was distorted, outer insulation was pulled/stretched/overstress, distal end/electrodes, electrode covered lv1/distal, there was blood, the conductor was distorted, proximal was pulled/stretched/overstress, there was an insulation breach, the outer insulation was cut, the insulation was distorted, the inner insulation was kinked/buckled. The visual summary indicated the lead was damaged at implant and the lead was stretched. (B)(4). Concomitants: none the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.